Manufacturer narrative:
Malfunction cannot be ruled out, may have contributed to lack of efficacy.

Event description:
Reporter indicated that pt has experienced a lack of efficacy with the vns device. Good faith attempts to obtain add'l info to rule out device malfunction have been unsuccessful to date.